Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure and bent cannula, or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / pages 33 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The father reported that the patient's blood glucose reached 444mg/dl while wearing the pod on her arm for between 4 and 24 hours. He stated that the pink slide window is clear (did not see any pink), indicating the pod did not deploy properly, and that the cannula appeared bent towards the tip when the device was removed. Treatment included giving 1 unit and watching to see if her levels went down, when they went up the pod was removed and replaced. The device had been suspended for 10 minutes prior to the patient's blood glucose levels increasing.